Event description:
Drive devilbiss healthcare is the initial importer of the device which is a rollator. The device has not been returned for evaluation. We are filing this report in an overabundance of caution and to be timely. We will file an update once additional information is received. User was sitting on the unit, making herself breakfast. She was self-ambulating on the rollator in her kitchen. The rear leg snapped near the back rest. She hit her head on the stove/oven. The instructions for use warn that the rollator is not a mobility device.